Manufacturer narrative:
MFR's report date on 01/15/2014. Internal file no: (B)(4). A review of the associated pcu event log indicates that the pcu was in use with four pump modules attached but only two were in use. At 11:29am on (B)(4) 2013 the log indicates that both channels disconnected and the pcu alarmed "channel disconnect". At 11:30am the user pressed the confirm key then powered down the system. According to the pump module event logs both modules lost power terminating the infusions. Visual inspection: the system was received as one pcu with four pump modules attached. Each pump module was inspected for the condition of the iui connectors and found that all connectors were in poor condition with corrosion and contamination present on most pins of each connector. It was observed that the connection between the right side of the pump module # 12646256 and the left side of the pcu had experienced a thermal event. Inside the connector, a large crack was observed. Functional testing on the system failed to replicate the channel disconnect event. The observed thermal damage is consistent with what is known to occur if a conductive fluid comes into contact with the iui power and ground pins creating a low impedance or shorted condition between the pins. Low impedance in conjunction with current flow can lead to sufficient heat dissipation and subsequent melting of the connectors plastic housing. The observed crack in the iui connector was possibly a contributing factor for the thermal event, providing a fluid entry path to the pins creating a shorted condition between the adjacent pins. The proximate cause for the thermally damaged connector is being attributed to a short circuit condition in the iui between two adjacent pins. The exact cause for shorted condition was not definitively determined.

Event description:
Customer stated that the pc unit had a "burning smell and sizzling" reported by the pt's family. Device was removed from pt's room. The biomed reported no visible damage to the outside of the pc unit and no smoke was reported. There was no pt harm or medical intervention. Although requested, no additional pt or event details were provided.